Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed the pump supplies to address the issue. Customer resumed insulin therapy on the pump. No reported impact to the customer¿s blood glucose level.